Event description:
It was reported by biomed visibility with the current wand is very difficult. I am not sure if the wand is getting dropped or hit in some fashion causing it to be less than optimized.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue of poor image is unconfirmed; the probe is giving a bright and clear image. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : evaluation summary findings in h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by biomed visibility with the current wand is very difficult. I am not sure if the wand is getting dropped or hit in some fashion causing it to be less than optimized.